Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. The physician replaced the generator prophylactically because he beliveved it to be at end of service. Diagnostics performed on the generator revealed proper device function and generator was not at end of service. Good faith attempts to obtain the explanted generator for product analysis are underway.